Manufacturer narrative:
(B)(4).

Event description:
It was reported that a seroma pocket formed around the electrodes causing the pt to experience discomfort with traction from normal bodily movement. The pt also experienced pain and discomfort at the lead connector site. Increased tenderness was noted on (B)(6) 2010. The pt underwent surgical repositioning of the titan anchor after the seroma pocket was cauterized. Then the anchors were secured with 2-0 ethilon sutures. The extension connectors were also moved to a newly fashioned pocket during the procedure which occurred on (B)(6) 2011. The pt recovered w/o sequela.